Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent looked defective. A 24x4.50mm rebel stent delivery system was removed from the packaging and was noted to look "defective." The device was disposed and did not enter the patient. No patient complications were reported.